Event description:
Related manufacturer report number: 3006705815-2021-06636. It was reported the patient's lead was kinked during an x-ray. The patient was reprogrammed. As a result, the patient underwent surgical intervention during which the physician elected to explant and replace both leads. Effective therapy was established post-operatively. It is unknown which lead was kinked, so both are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.